Manufacturer narrative:
Updated information: d4 catalog number updated. The investigation was previously completed for cardiogenic shock but has been updated to hemodynamic instability. The root cause of the injury remains unchanged as it was not determined due to insufficient clinical details.

Event description:
The complainant reported that a patient was escalated from an impella 5.5 to an impella cp. The impella cp was newly implanted but showed no aortic placement signal and no left ventricle waveform. The motor current remained stable and pulsatile throughout. After the impella plug was pushed into the automated impella controller, the placement signal appeared and remained stable. The plug is now fixed, and the signal is consistent with no sensitivity to cable movement. The failure has been corrected and resolved. It was noted that the patient's outcome was expired. This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella 5.5. Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product was returned. No data logs returned. Cardiogenic shock: the cause of the injury was not determined due to insufficient clinical details. Optical sensor issue/cable connection problem: the clinical states that after the pump was implanted the aortic placement signal and left ventricle (lv) waveform were absent. The motor current was stable and pulsatile. After further pushing in the patient cable to the blue receptacle the placement signal appeared and was stable. The failure was corrected. There was no product or data logs returned, but based on the clinical details, the root cause of the cable connection problem is most likely due to a user related issue as further pushing in the patient cable resolved the issue indicating there was an air gap between the patient cable plug and blue receptacle. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
B5: additional event information received.

Event description:
Additional information received from the complainant reporting the patient died because of multi-organ failure. The death was not impella related.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A patient in cardiogenic shock secondary to an acute myocardial infarction presented and required mechanical circulatory support. The patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock and remained scai stage e throughout support. An impella cp (pump 1) device was implanted on (B)(6) 2025 to provide mechanical circulatory support and was maintained until (B)(6) 2025, at which time it was explanted as a bridge to an impella 5.5 (pump 2). The impella 5.5 (pump 2) was implanted on (B)(6) 2025. Later that day, while the patient was being transported to CT imaging, an alarm occurred indicating air in the purge system. After de-airing was performed, additional alarms were displayed, including ¿purge system blocked¿ and ¿purge pressure too high.¿ the purge system was replaced; however, the alarms persisted and the issue was not resolved. Clinical support recommended continued monitoring of motor current and replacement of the pump as soon as possible. The patient was supported with ECMO and impella therapy during this period. On (B)(6) 2025 at approximately 08:02, the impella 5.5 device was explanted and replaced with an impella cp (pump 3). The impella cp was set to p-7 for left ventricular unloading, while extracorporeal life support (ecls) was maintained at approximately 3.3 l/min for systemic support, with the goal of patient stabilization and reassessment of clinical management. Following implantation of the impella cp (pump 3), the device initially displayed no aortic placement signal and no left ventricular waveform. Motor current remained stable and pulsatile. After the impella cp plug was fully plugged into the automated impella controller (aic), the placement signal appeared and remained stable. No sensitivity to cable movement was observed. The issue was considered corrected and resolved, and no further device performance concerns were reported for pump 3. Ultimately the patient did expire on support. Impella cp pump 3 is the death type of reportable event. Correction. Patient coding was corrected to better describe the reported event. Therefore, h6 health effect - clinical and impact coding was updated/corrected and repopulated. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.